Manufacturer narrative:
(B)(4). Against resistance. Evaluation summary: the device was returned for analysis. The shaft kink was unable to be confirmed however the shaft likely separated at the kinked location. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.

Event description:
It was reported that during the procedure, with the use of a whisper ms and a whisper es guide wire, pre-dilatation was performed. A 2.5x33 rx xience prime stent delivery system (sds) was then advanced toward a moderately calcified, 70% stenosed lesion in the moderately tortuous proximal circumflex coronary artery, but failed to cross the lesion due to patient anatomy, force was applied, and the proximal shaft kinked. A non-abbott sds was able to cross the lesion with force applied. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. The abbott vascular returned goods lab received the device with chatter marks (scratches) on the shaft and the hypotube shaft was noted to be separated into two pieces. Additional information received indicated that the correct device was returned and the site was aware of the hypotube separation and it had separated during the attempt to cross the lesion. No additional information was provided.